Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's son, who stated that the backrest on the rollator broke during use causing the end user to fall backwards, resulting in a dislocated rib. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.